Event description:
It was reported that the ilet displayed dexcom g7 blood glucose values intermittently and generated an alert identified by the number 76, after which a restart was performed and an additional alert occurred, leading to instruction to replace the ilet and transition to backup therapy until the replacement arrived. Symptoms included no reported hypoglycemia, hyperglycemia, or injury. Outcomes included interruption of automated insulin delivery requiring backup therapy and a replacement device shipment. Investigation included agent-led troubleshooting and education, a device restart, data synchronization guidance, and collection of the affected device for return. Investigation of this device revealed an unresolved alarm consistent with a power-related alert and device malfunction, with involvement of the pump hardware.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.